Event description:
A malfunction alarm was reported, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed by technical support to use multiple daily injections as a backup therapy and a replacement pump was sent to them. Instructions were provided on how to put the pump into storage mode before returning the faulty pump to tandem, and the customer acknowledged these directions.